Event description:
It was reported that guidewire tip detachment occurred and the procedure was cancelled or rescheduled. A 035/260/1 amplatz super stiff guidewire was selected for used. However, during preparation, the end of the guide wire was broken. The procedure was cancelled or rescheduled. There were no patient complications reported.